Event description:
It was reported that a patient experienced a dental implant loss. It was reported that two dental implants were placed in sites 15 and 16. At the time of prosthesis placement, the implant in site 16 was stable, whereas the implant in site 15 lost stability during abutment screw tightening and was determined to have failed to osseointegrate.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.